Manufacturer narrative:
Patient age at time of event: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis, dissection and patient death occurred. The target lesion was located in the circumflex artery. A synergy drug-eluting stent was implanted to treat the lesion. However, a few days later, the patient came back and it was noted that the synergy stent thrombosed. The stent was re-opened but the patient was not doing well. During review of the films, a dissection was noted. Per the physician it was not the fault of the stent. It was further reported that the patient died.